Manufacturer narrative:
On august 5, 2020, the mentor failure analysis lab received the devices for evaluation. Left side was received, however, the lot number is 6913926 instead of 6496954. Clarification is in progress. When additional information is received, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 15, 2020, mentor became aware that patient's age was "33". Hence, field a2 has been correctly updated to "33" on this form. On september 15, 2020, mentor also became aware that patient also experienced left side rupture. Hence, device code "material rupture" has been added to field h6 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
As reported under the follow up 4 report "on (B)(6) 2020, the mentor failure analysis lab received the devices for evaluation. Left side was received, however, the lot number is 6913926 instead of 6496954. Clarification is in progress. When additional information is received, a supplemental report will be submitted." Since no further information has been received, and per the device received on august 5, 2020, field d4 for lot number has been updated to "6913926". If a clarification or additional information is received in the future, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/31/2020, mentor became aware that the surgery date was (B)(6) 2020. Hence, field d7 has been updated n this form to (B)(6) 2020. On 2/7/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the new date of surgery is (B)(6) 2020. Hence, the following fields have been updated on this form. - field d7 explantation date has been updated to (B)(6) 2020. - field h6 method code has been updated to "device not returned" this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware that surgery on (B)(6)2020 was cancelled and surgery has not been rescheduled. Not moving forward with surgery at this time. Hence, method code under field h6 has been updated to "device not accessible for testing" on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 22, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). In addition, all return kits are now assigned and pre-labeled for each unique case. Please confirm the correct device was returned in the pre-labeled return kit. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent unspecified breast augmentation with a 500 cc mentor memorygel breast implants on both sides and experienced right side breast implant rupture, and bilateral capsular contracture; baker grade IV on the right side, and baker grade iii on the left side postoperatively. As a result, the devices were explanted and replaced with unknown mentor devices on (B)(6) 2020. This report is for the patient¿s left-sided device.